Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during acl reconstruction surgery, working with the rgdloop adjustable long the tunnel length in the femur was 35mm. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel, the white loop shortening suture was being pulled, it broke.the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l19199] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [6l19199] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during acl reconstruction surgery, working with the rgdloop adjustable long the tunnel length in the femur was 35mm. While pulling the graft into the femoral tunnel, when 20 mm graft was pulled into the femoral tunnel, the white loop shortening suture was being pulled, it broke. Another implant was used to complete the procedure. No patient consequences. There was a surgical delay of 15 minutes reported. The device is available to be returned for evaluation.